Event description:
It was reported the ipg will no longer communicate with any external devices. A replacement charger and patient programmer were attempted to no avail. Reportedly, the patient has not recharged the ipg since october 2014 due to relief in pain. Surgical intervention was undertaken on (B)(6) 2015, explanting and replacing the ipg. Effective stimulation was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.